Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump was dysregulating and changing their doses "frequently." It was reported that the rates were set at 3.5ml/hour overnight with and extra dose at 1.5ml with a lock level one which "seemed to work." However, per reporter, the patient has recently began showing "increasing obsessive behavior." It was also reported that in addition to altering the pump, the patient is taking an unspecified oral medication and patient was reluctant to accept locking the pump. No further adverse effects were reported.